Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium (ca2) on a cobas 8000 c 702 module. The initial result was 1.45 mmol/l. The repeat result was 2.25 mmol/l.

Manufacturer narrative:
The customer did not provide any additional data or information for the investigation. Based on the limited data provided, the investigation did not identify a product problem. The cause of the event could not be determined.